Event description:
On (B)(6) 2014, the procedure was to treat a mildly tortuous, eccentric, de novo, 95% stenosed lesion in the mid left anterior descending (lad) artery. The patient had presented with a st elevation myocardial infarction. Pre-dilatation was performed with a 3.0 mm non-abbott balloon catheter at 12 atmospheres (atm). The 3.5x18 mm implant was deployed at 12 atm. Post-dilatation was performed with a 3.5 mm non-abbott balloon catheter at 20 atm. The procedure was completed successfully. The patient was prescribed ecosprin(150) and clavix(75) due to hematuria. On the evening of (B)(6) 2014, the patient was readmitted with heavy chest pain. Using a femoral access site, a check angio revealed that the deployed implant was completely blocked with thrombosis. Dilatation of the implant was performed with a 3.5 mm non-abbott balloon catheter at 20 atm and flow was resumed. However, after sometime it was observed that the mid segment of the implant was narrowing. A xience v 3.5x28 mm was deployed at 12 atm to ensure flow. The ends opened up fine but the mid segment did not open up well (dog boning). The patient's blood pressure was dropping hence the entire system was removed and through the same sheath an intraaortic balloon pump (iabp) was set up and with a fresh second femoral access site initiated, another post-dilatation was performed with a 3.5 mm non-abbott balloon catheter; however, the dog boning continued. The patient was under observation and expired early morning the next day. No autopsy was done. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; sheath: cordis. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of hypotension and death are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. A cine review was conducted by an abbott vascular clinical specialist. It was confirmed that when the xience was placed there was a severe (greater than 75% narrowing) stenosis in the middle of the stent which required multiple repeated balloon inflations to finally relieve the stenosis in the stent. Subsequent contrast injections show it is clear that the patient has low flow state by the way the contrast flows in the vessels. The final picture shows opening of the stent, but loss of the diagonal and septal branches and slow flow.